Event description:
Made aware of event of 6/24/1998. Medical record reviewed 6/26/1998. Infant was born on 4/19/1998 at 40 weeks gestation. "Intrapartum complications included failure to progress, fetal distress and fetal bradycardia .... Delivery was via vacuum extraction under no anesthesia." Upon physical examination occipital cephalohematoma noted. Infant discharged in stable condition on 4/21/1998. Infant admitted again on 4/24/1998 to rule out sepsis. Requiring tylenol for pain due to large cephalohematoma, resolving. Discharged to home on 4/26/1998.